Event description:
The insulin pump was returned for analysis. No complaint was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was received with currents within specs.